Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the damaged: lemo interconnect plug. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had a damaged interconnect cable plug. The interconnect could not be plugged in.